Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the plates are not working, they do not receive charge. The fse evaluated the device onsite. The fse confirmed that the customer reports that the discharge on the patient occurred correctly with disposable paddles and not with the external paddles. The functional verification passes all tests, however it's not clear why the therapy could not be delivered with the external paddles attached. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the plates are not working, they do not receive charge. There was no reported patient I,pact or injury.